Event description:
The customer reported a malfunction on the pump, but there were no notable events before the malfunction occurred. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with this process. After resetting, the malfunction did not recur. Customer pump screen did not turn on after reset. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.